Event description:
It was reported that the atrial lead showed high impedance then returned to its baseline. Noise was seen during isometrics evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. There was on patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. The weekly pace lead impedance trend data show various spike increases for maximum atrial pace equals 360 to 2592 ohms range between (B)(4) 2010 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead showed high impedance then returned to its baseline. Noise was seen during isometrics evaluation. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the atrial lead showed fluctuating impedance. High impedance appeared to occur in the summer when the patient lives in (B)(6). Oversensing was also noted. The lead's sensitivity was changed and the lead remains in use with continued monitoring.